Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204(belt/monitor unusable). A missing u611 component on the ca board caused the reported failure. The root cause for the missing component was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with a belt.